Event description:
Twelve months after the symmetry bypass connector (sbc) was implanted, cardiac catheterization revealed 100% re-occlusion of the 2nd marginal and the 1st diagonal branches. The sbc was used in the 2nd marginal branch with a saphenous vein graft (svg); however, a different device was used at the 1st diagonal branch.